Event description:
New information received notes that the patient's pocket was revised in a procedure on (B)(6) 2020. The patient's pacemaker was removed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017875-2020-17096; related manufacturer reference number: 2017875-2020-17099. It was reported that the patient previously presented for a pocket revision with complaints of discomfort at the pacemaker pocket. During an in-clinic follow-up, interrogation revealed that the right atrial lead exhibited a loss of capture and the right ventricular lead exhibited intermittent loss of capture and high capture thresholds. A chest x-ray revealed that the leads had dislocated. The leads were explanted and replaced. The patient was stable.